Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 151620507, work order 7803788 was manufactured on 09-dec-2013. 31 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. No reprocessing associated with this lot there were no ncs or deviations associated with this lot. Expiry date: nov-2018. IFU reference: 090200828.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2015 for the patient¿s right knee joint via tka. The revision surgery which was scheduled on (B)(6) 2020 was performed on schedule due to poor stability. The surgeon plans to replace the tibial insert as the first choice. The surgery was completed without any surgical delay. The surgeon replaced the tibial insert. He commented that the tibial insert might have not been locked.